Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during investigation, a review of the pump history showed that fully charged replacement batteries were not being used. No corrosion or cracks were observed in the battery compartment or the battery cap. The threads on both the compartment and threads were intact. The battery cap was able to fully tighten to the pump. All current readings were within normal specifications. The pump was opened and no defects were found to the power circuit. Unrelated to the complaint, evaluation revealed a faded, discolored display screen. The battery life issue was not duplicated during investigation due to the use of partially charged discharged batteries.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was shorter than expected with batteries lasting three days or less for the last 10 days. A review of the alarm history confirmed low battery warnings were emitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.